Manufacturer narrative:
(B)(4). A visual and functional inspection cannot be performed since the complaint sample has not been received by the manufacturer for evaluation at the time of this report. However, visual and functional inspection was performed to 2 production samples of code ip-5041ns batch 74h1802102 that were taken randomly from assembly line. Production samples use similar components to catalog number 382-10 re ported. During the inspection no issues or discrepancies were found than can lead to the condition reported by the customer. A device history record review could not be conducted since the lot number provided is not a valid lot number. Customer complaint cannot be confirmed due the lack of product sample to perform a proper investigation and determine the root cause. If the sample becomes available this report will be updated with the evaluation results.

Event description:
Customer complaint alleges the device overflowed into the high flow nasal cannula. Event reported as occurred during use. No patient harm reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). One (1) 382-10 universal column was received for investigation. A visual inspection was performed on the column. No visible damage was noted. Functional testing was performed and the check valve discs in all three valves were operable as the column valves were turned from one side to the other, showing the discs themselves were free to move. A syringe connected to the upper tube was used to push and pull upper check valves. The column to bottle/bottle to column valves opened and closed freely. The column was placed into a 425-00 neptune heater without water. The neptune was turned on and set to 37 degrees "c", with heavy rainout. Within 3 minutes the low water indicator lamp had illuminated. The returned column was then connected to a concha water bottle in the correct positioning and both upper and lower tubes were punctured into the concha water bottle. The conchasmart column filled to the bottom of the level sensing tube and stopped as expected. The column was then connected to a 2414 comfort flo circuit with a 2411-04 neonate cannula using the 3lpm flow mentioned in the report with no problems. The cannula was disconnected with no water level increase into the circuit. The infant cannula was reconnected to 3lpm and occluded the nasal nares allowing the pressure to build in the bottle until the comfort flo relief valve actuated representing the worst case back pressure for the system and then the airflow was disconnected. The column allowed the water bottle air pressure to escape through the column without pushing the column water level up to the circuit thus functioning appropriately. The complaint was unable to be confirmed as the situation was not able to be recreated even at the highest back pressure settings. A device history record review was performed and there were no issues or discrepancies found which could potentially relate to this complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. Functional testing did not uncover any operating anomalies with the column.

Event description:
Customer complaint alleges the device overflowed into the high flow nasal cannula. Event reported as occurred during use. No patient harm reported. Patient condition reported as "fine".